Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. D4: batch #891c13. Investigation summary- the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded on the device. The reload was a received void of staples, with the washer properly cut and with the knife recess below the reload deck. Also, the returned cartridge was noted to have some staples embedded in the washer. Also, the knife was examined for visual inspection and nicks were noted. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. However, no cause could be determined as to how the staples became embedded in the washer. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 891c13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/26/20243. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted esophagectomy, the staple was unformed at the 1st firing. The cartridge color was green. The device could not be fired properly, and no staple applied to the gastric body and the tissue was cut. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.